Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# n116750, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type accessory. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal and had the pump implanted due to intractable spasticity and a head/brain injury. At the last pump replacement the surgeon had said that the catheter was fine but the connector from the pump to the catheter was not so this was replaced on (B)(6) 2014. No patient symptoms, diagnostics or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.